Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: neu_unknown, serial# unknown, product type: unknown.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump with an unknown indication for use. The pump contained fentanyl, bupivacaine, an unknown brand of baclofen, and dilaudid all at unknown concentrations and doses. It was reported the patient¿s new pump was placed (B)(6) 2017. The patient was having a lot of pain following the pump replacement and was requiring intravenous (IV) dilaudid. The patient said the bolus wasn¿t scheduled like it normally was. The hcp wanted a manufacturer representative paged to come on site to assist with programming.